Event description:
Event description guidant received information that this patient exhibited unspecified symptoms due to a twelve second pacing pause. The clinical observation was noted when the patient had rolled onto her right side and ceased when she rolled off of her right side. It was revealed that the associated lead was fractured and had dislodged into the ventricle. The lead was therefore explanted and replaced. Additionally, the ventricular lead was removed from service due to elevated thresholds.